Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received motor arm failed self-test alarm. The customer blood glucose level was unknown. Alarm did not occurred during the rewind and insulin pump failed self test. The customer will return insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with failed self test alarm during self test due to faulty board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime alarm test, compromised force sensor test, excessive no delivery test, occlusion test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test.